Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. It was also reported that the insulin gauge was inaccurate and static. The fill estimate normalized and no cartridge change was needed. Customer¿s blood glucose level was 150 - 190 mg/dl..

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.